Event description:
A female pt reported experiencing "multiple eye infections" while using complete moistureplus in her lens care regimen. Pt was given several trial size bottles from her eye care practitioner several months ago, and has experienced "eye infections" twice since then. Her initial symptoms were ocular irritation and redness, with some swelling. Her family physician (g.p.) Prescribed neosporin polymyxin as treatment; she recovered. Several days after resuming lens wear, the symptoms returned. Pt self-treated with remaining rx; symptoms have abated. She is currently wearing her lenses and using a different multi-purpose solution without any problems. Pt has not responded to our requests for additional information. The relationship, if any, of the device to the reported adverse event is unk. The complainant implied an association between the amo device and the reported event. Root cause has not been established.

Manufacturer narrative:
Retained sample tested for chemistry specifications and sterility.